Event description:
The "cannot use" message was played, and the equipment beeped three times. There is no indication of negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation is pending. Issue is being reported as alert could not be cleared by operator.